Manufacturer narrative:
This complaint is recorded by zimmer biomet under (B)(4). G2: foreign country - canada. Review of the most recent repair record determined the cutter failed the sample mesh test during evaluation due to an incomplete mesh; however, the repair was not completed because cutters are not repairable devices. The cutter was returned as is. DHR was reviewed and no discrepancies related to the reported event were found. A definitive root cause cannot be determined. The event is confirmed. If any further information is found which would change or alter any conclusions or information, a supplemental report will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
It was reported during an unknown timing an unknown malfunction occurred. There is no harm or delay reported, due diligence is complete. The cutter failed the sample mesh test during evaluation due to an incomplete cut.